Event description:
The report is from the study. The patient was a male, with a history of hyperlipidemia, diabetes, coronary artery disease, myocardial infarction, and hypertension. The target lesion was the ostium of the left internal carotid artery. Pre-procedure stenosis was 99%. Lesion length was 8mm and 6mm in diameter. The lesion was pre-dilated. A precise pro rx 9 x 30mm stent was implanted at the target lesion. An angioguard rx, size 6 basket, was successfully deployed and retrieved during the procedure. The patient had a sudden onset ischemic stroke post stent deployment. The patient had behaviorial changes, aphasia, and dysarthria. All symptoms fully resolved within 72 hours. The stroke was only treated with plavix and aspirin. The patient was discharged 2 days post-procedure (2009).

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2009-01736. There was no sterile lot # available for the angioguard therefore, a review of the manufacturing route sheets could not be conducted. A review of the manufacturing documentation associated with this precise stent lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information suggests that lesion, vessel and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Additional information was received from the site and the lot number of this angioguard embolic protection device was provided. The cc was updated to reflect DHR added to the file. This (B)(4) study patient underwent carotid artery stent implantation and during the procedure the patient suffered an ischemic stroke. This is an (B)(6) male with medical history including hyperlipidemia, diabetes, coronary artery disease, myocardial infarction, and hypertension. This patient meets high-risk criteria of age (B)(6). The target lesion was the ostium of the left internal carotid artery described as non-calcified, non-tortuous and 99% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unknown balloon. One precise stent was implanted without report of difficulties. Post stent deployment, the patient had sudden onset of behavioral changes, aphasia, and dysarthria. This was diagnosed as an ischemic stroke. The patient was maintained on asa and plavix pre-, during and post-procedure. All symptoms fully resolved within 72 hours and the patient was discharged two days post implantation. The stent remains implanted and the angioguard was discarded thus neither device is available for analysis. Note: lake region lot number 02412712 which is cordis lot number 70709511. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 02412712. This packaging lot contained (B)(4) units, which were shipped from lake region medical on august 5, 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information suggests that lesion, vessel and procedural factors may have contributed to the reported event.